Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet stopped delivering insulin overnight, after which the user powered the device down and was unsure how to restart it; the device was subsequently placed on the charger and resumed operation, and the user reported a highest blood glucose of approximately 400 mg/dl for at least a few hours despite having completed a supply change with no observed site issues, and correction was performed with subcutaneous insulin by pen while the user disconnected. No symptoms were reported. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education to power on the device via charger and reconnect therapy. Investigation of this case revealed that the device had been shut off and did not revert to alternative therapy while off, with a reported high glucose event, and no device component malfunction was identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to powering down and restarting the device, with hyperglycemia secondary to interrupted insulin delivery.